Manufacturer narrative:
This is the initial report submitted regarding this surgical event and medical device.

Event description:
Intra op, glenoid fracture, converted to hemiarthroplasty, surgical fracture.